Event description:
This report is based on information provided to philips and is currently under investigation by the philips complaint handling team. Philips received a complaint on the indicating an adult patient with pulsed vt ventricular tachycardia and adverse features. The paramedic synchronized dc direct current cardioversion with 150 joules resulted in vf ventricular fibrillation. After two stacked shocks were unsuccessful, CPR was commenced. Return of spontaneous circulation (in sinus rhythm) occurred after two minutes. Pulseless vt (with signs of life) recurred. The patient was unresponsive to two further attempts at dc direct current cardioversion, but responsive to IV amiodarone. Patient recovered to gcs glasgow coma scale 15, conveyed to hospital as planned, and patient has since been discharged. No impact to patient was stated, however, due to the nature of the incident, we are filing as a serious injury pending investigation results.